Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 11 years post implantation due to pain, metallosis, elevated metal ion levels, and pseudotumor. During the procedure, the stem and shell were found to be well fixed and only the head component was revised.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown shell ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10181, 0001825034-2018-10183.

Event description:
It was reported patient underwent a hip revision due to unknown reasons at an unknown amount of time post initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes received. The operative notes note worsening pain in the left hip, a large amount of fluid within the hip joint, mild greyish staining of the synovial layer throughout the hip, pseudotumor within the hip that was debrided. There was a large cavity over the anterior wall of the acetabulum that was mostly cystic in nature that was evacuated. Diffuse synovitis throughout the hip joint and in the recent pseudotumor which was debrided at the same time. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.